Manufacturer narrative:
The manufacturer did not receive x-rays but received other source documents for review. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during surgery has been noticed that the implant which had to be implantation was dirty with foreign material adherence. It has not been implanted.

Event description:
Please refer to report 0009613350-2019-00072.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended trend analysis: no trend considering the following event is identified: contamination event description: it was reported that during surgery material contamination has ben found on the biolox head. Therefore this implant has not been implanted. Review of received data: - no medical data such as surgical notes or any other case-relevant documents received. - two pictures have been received, showing black spots on the biolox head. Device analysis: - visual examination: multiple images were taken in our lab during unpacking of the received device. It can be confirmed that there are black spots on the articulation surface of the biolox head. After decontamination, some black spots could still be detected on the biolox head. Moreover, there are some additional black signs on the articulation surface of the biolox head, which could point to metal transfer signs. Review of product documentation: - this device is intended for treatment. - the device history records and the sterilization certificate were reviewed for the biolox head with all preprocessing steps. The device was manufactured according to specification. Conclusion: the biolox head was received for an investigation. The visual examination confirmed, that there are black signs on the articulation surface of the biolox head. Additionally some metal transfer signs have been detected, which might have occurred during reprocessing of the complained product. The device manufacturing quality records (DHR) as well as the sterilization certificate indicate that the released component (biolox head) met all requirements to perform as intended. As the packaging of the biolox head has been opened during surgery, it can no longer be traced back at which point in time the black spots got on the device. It might be possible, that the spots on the articulatioon surface emerged from a handling error after the product was taken out of the packaging, during the surgery. Moreover, the no further complaints are reported for the same lot and a lot tracking showed that 99 of 100 manufactured pieces of this lo have already been delivered to customers without any further similar reported event. However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).